Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 550:320:654:0000 was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to cut main speaker wires. The main speaker harness was replaced to correct this condition. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility reported a colleague infusion pump with failure code 550:320:654:0000, which occurred upon device power up. During product evaluation, baxter service personnel determined that this event was caused by cut main speaker wires. Therefore, the device failed to audibly alarm at the time of the event. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.